Manufacturer narrative:
"Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from a patient with what can be symptoms of covid-19; however, patient believes symptoms are actually due to allergies and not covid-19. This patient did have a sars-cov-2 positive test result from a rt-pcr test at (B)(6) on (B)(6) 2021. Data for (B)(6) test is not available. Sample-1 was collected on (B)(6) 2021 and tested same day using access bio. Carestart antigen test, resulting in sars-cov-2 negative (reported to physician). Sample-2 was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed normal amplification curves. There is no actual discrepancy between the customer's test results since both of customer's tests are sars-cov-2 negative. Customer only submitted this case to cepheid because customer reports of a previous discrepant result from another site from which no data is available. There is no evidence of product malfunction and there was no patient harm. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; ""negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information."" Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid."

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from a patient with what can be symptoms of covid-19; however, patient believes symptoms are actually due to allergies and not covid-19. This patient did have a sars-cov-2 positive test result from a rt-pcr test at (B)(6) on (B)(6) 2021. Data for (B)(6) test is not available. Sample-1 was collected on (B)(6) 2021 and tested same day using access bio. Carestart antigen test, resulting in sars-cov-2 negative (reported to physician). Sample-2 was collected on (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.